Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/18/2024. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference scope was inserted into the cannula. Resistance was felt. The scope was removed from the cannula. An inspection of the scope port revealed a scope adaptor was in the scope port. The adaptor was removed from the scope port with no physical or visual difficulties observed. The reference scope was then reinserted into the scope port until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact cannula or the intact c-ring. No visual defects were observed on the intact harvesting device jaws or heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- endoscope" was confirmed. The lot # 3000365389 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope would not click in or insert all the way. Harvester got another kit that worked. There was no overall delay in the procedure. No injury. Was not used on patient.